Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that pump had beep anomaly. Customer's blood glucose level was unknown. Customer states that pump beeped about every half hour. It also stated that buttons were not pressed. Customer will not return pump for analysis.